Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "protesis is irregular, with difuse ecogenicity, irregular, mostly in the medial shape, looks like broken protesis with posible leakage of periprotesic material".

Event description:
Physician reported "irregular, with diffuse ecogenicity, irregular, mostly in the medial shape, looks like broken prothesis with possible leakage of peri-prosthetic material". Right side. Device explanted and replaced.